Event description:
A physician used durastar balloons to compare them with other balloon catheters. He felt that the deflation times were a few seconds slower than other balloons. He indicated that the deflation time of the durastar was only average and some of the newer balloons tested had very rapid deflation times. He also stated that the durastar had a stiff tip and only fair balloon-wire-hypotube interaction. There was no reported pt injury.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.